Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode exhibited oversensing of noise, resulting in an inappropriate shock. Subsequently, tachycardia therapy was programmed off and the sensing vector was changed to alternate. The patient was admitted to the hospital and scheduled for a revision procedure in the near future. The device remains implanted. A technical service consultant reviewed device data, advising that the looks to be a lead fracture and provided recommendations in the near future for revisions procedure. At this time the device remains implanted. New information was received indicating that this electrode was surgically explanted and replaced. Besides surgical intervention, no adverse patient effects were observed. The explanted electrode is expected to be returned for analysis.